Event description:
After a cs29 stapler had been fired in a lower anterior resection procedure it was noted that a leak had developed at the anastomotic site, and that the staples appeared to be underformed. The staple line was then manually oversewn. The health of the patient was not adversely affected by the event.

Manufacturer narrative:
Patient's age and weight are not known.the returned cs29 was found to have a damaged clamp shaft drive clip. This was the root cause of the observed underformed staples. The issue is being addressed via a request for corrective action.